Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 6 pocket e3 in the main had failed and was not detected on the bus. A field service engineer fse found a cubie pocket with a broken lid. Due to group policy users could not perform the storage space recovery process but was able to remove the broken pocket using the hardware test application. In the final test pocket b5 failed so fse reseated the row board cables at all tray headers and at the drawer controller board header. During this process discovered that trays b c and d were only partially seated while trays a and e were fully seated. Fse removed and cleaned all trays in drawer six and after reassembly the drawer passed the final test with pocket e3 absent. A field service engineer notified the offsite pharmacy that pocket e3 needed to be replaced and was informed that the customer would come by later to insert the new pocket. Three followups were completed regarding pocket e3 was absent but no response was received. Multiple attempts were made to reach fse and fse manager but there was no response received related to further assistance.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer broken. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.